Manufacturer narrative:
The gamma-glutamyltransferase reagent lot number that was used on 09-feb-2026, was 93151001. The expiration date was not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 8 patients' samples tested for gamma-glutamyltransferase ver.2 assay and 1 patient's sample tested for lactate dehydrogenase assay on a cobas c 111 analyzer. Gamma-glutamyltransferase: sample 1: initial result: 155 u/l. Repeat result: 26 u/l (tested in a different laboratory). Sample 2: initial result: 116 u/l. 1st repeat result: 56 u/l. 2nd repeat result: 56 u/l (tested in a different laboratory). Sample 3: initial result: 70 u/l. Repeat result: 30 u/l (tested in a different laboratory). Sample 4: initial result: 234 u/l. Repeat result: 24 u/l (tested in a different laboratory). Lactate dehydrogenase: sample 5: initial result: 418 u/l. Repeat result: 179 u/l (tested in a different laboratory). Gamma-glutamyltransferase: (B)(6) 2026: sample 6: initial result: 172.0 u/l. 1st repeat result: 13.2 u/l. 2nd repeat result: 13.1 u/l. Repeat result: 13.7 u/l. Sample 7: initial result: 118.9 u/l. 1st repeat result: 20.4 u/l. 2nd repeat result: 21.7 u/l. Repeat result: 23.2 u/l. Sample 8: initial result: 122.5 u/l. 1st repeat result: 40.6 u/l. 2nd repeat result: 40.6 u/l. Sample 9: initial result: 44.8 u/l. 1st repeat result: 12.9 u/l. 2nd repeat result: 12.2 u/l.

Manufacturer narrative:
The gamma-glutamyltransferase reagent lot number was 88563601. The expiration date was not provided. The lactate dehydrogenase reagent lot number was 92527801. The expiration date was not provided. The qc was acceptable. The investigation is ongoing.

Manufacturer narrative:
The customer alleged discrepant ggt results for an additional patient sample: initial result: 54.9 u/l (lithium heparin without gel). 1st repeat result: 5.2 u/l (serum). 2nd repeat result: 10.5 u/l (lithium heparin without gel). The investigation is ongoing.